Event description:
It was reported that the patient¿s implantable neurostimulator (ins) had stopped working between 4-10 pm on the day of report. The patient had tried charging the device ¿and everything¿ with no success. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 977a260, serial# (B)(4), product type: lead. Product ID 977a260, serial# (B)(4), product type: lead. Product ID 97754, serial# (B)(4), product type: recharger. (B)(4).